Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The receiver functional test was performed and passed. The vibrator passed the testing when manual "try it" and "urgent low" testing was performed. The vibrator was tested with communication tool test and it passed. An internal visual inspection was performed and passed. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.